Manufacturer narrative:
Phone number is (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis identified an opening on radius side and wear abrasion. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade "iii/IV."

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade "iii/IV." Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade "iii/IV." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on radius. A visual and microscopic analysis was performed which identified: stress marks, creases fold, wear abrasion and opening crease sharp on radius. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: d.9, h.3, h.6.